Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a vibrate and beep anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump does not vibrate during an alarm. Customer reported that the insulin pump did not vibrate during the vibrate test. Customer had a low blood glucose events. Blood glucose reading was between 40 mg/dl to 50 mg/dl. Customer reported a fall when her blood glucose was at 42 mg/dl. Low blood glucose was treated with food and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected audio or vibrate anomaly noted. The device was received with scratched case and minor scratched lcd window.